Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. The cause of death was reported to be sepsis. The source of the sepsis is unknown. The patient was hospitalized prior to death for being sick. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.